Event description:
The service report shows that the high pressure alarm failed to activate. The nellcor puritan bennett service technician inspected the device and adjusted the high pressure alarm circuit. In addition, the technician performed the high pressure alarm update. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.